Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the device was explanted due to infection. There is no known allegation from a health professional that suggests the infection was related to the device. The patient was stable.